Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old male patient, the device did not analyze in AED mode on application of pads. There was a delay before the analysis began. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.